Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise that was being oversensed which resulted in pacing inhibition of greater than two seconds. All rv lead measurements were within normal range. It was noted there has been noise since august 2020. The patient was seen in the clinic and isometrics was performed and the noise could not be reproduced. Technical services recommended to consider a chest x-ray to confirm lead position and to continue to monitor. The physician's plan is to continue to monitor. Additionally, the patient was not dependent on therapy until a transcatheter aortic valve replacement (tavr) procedure was performed and now relies on rv pacing. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.